Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump generated persistent malfunction alerts 7 and 61 indicating a cgm battery end-of-life condition and an external flash write error, which did not resolve with a device restart, and the device was replaced. Symptoms included no adverse clinical effects because the user had not begun insulin delivery with the ilet. Outcomes included no impact on blood glucose management and no need for medical intervention. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.